Event description:
The pt reported, there is a dark "patch" in the middle of the display of the infusion device. The first number is half covered and could be mistaken for another number. The up button is also sticking. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.